Event description:
It was reported that the atrial lead exhibited multiple episodes of noise. The noise was reproducible in the clinic when the patient was laying on her side with isometrics. The patient would be followed-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.